Event description:
It was reported to ge that a pt weighing more than 300 lbs was strapped onto an emission computerized tomography table, which has a weight limit of 280 lbs. The table broke, and the head of the table dropped about 3 ft. No injury was reported.